Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom case in an excellent condition and a visible contamination by the ?l? Bracket? Pole clamp. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported problem was unable to be duplicated. Service connected the interconnect flex cable to the main board and glue was intact on j9 connector. In addition, j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Service also replaced speaker and interconnect board as a preventive measure. Power up process and all the functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.